Event description:
Literature was reviewed regarding a 68-year-old female patient who 12 years prior was implanted with a medtronic freestyle bioprosthesis for severe aortic regurgitation (ar). More recently the patient presented symptoms of congestive heart failure due to severe aortic prosthetic dysfunction. Based on the patient¿s condition the heart team decided to perform a valve-in-valve transcatheter aortic valve implantation (viv-tavi). During the procedure a balloon-expandable non-medtronic bioprosthetic valve was directly positioned with no residual paravalvular leak and an immediate mean transvalvular pressure gradient of 6 mmhg. During valve inflation, an angiography showed reduced left main coronary artery flow due to a displaced surgical bioprosthesis leaflet which was corrected with placement of a new coronary stent using the ¿chimney stent¿ method. Four days after the procedure the patient was successfully discharged on an oral anticoagulation therapy. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: cafaro et al. Intracoronary pacing during ¿chimney technique¿ in transcatheter aortic valve-in-valve implantation: an alternative temporary rapid ventricular stimulation? J cardiovasc dev dis. 2023 aug 8;10(8):341. Doi: 10.3390/jcdd10080341. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.